Event description:
Additional information received from the consumer reported the same issue of their implant sticking out of their skin at least a quarter of an inch and it ¿bulges.¿ it was aggravating to charge the implant because the implant charge level rarely got above 50% and they spend 6-8 hours charging the implant. The recharging difficulties have gotten worse since they last contacted the manufacturer. The consumer spoke to their doctor who told them to not touch the implant site because the skin was very thin in that area and contact the manufacturer. It was reviewed a rep could be contacted to come to the patient¿s next appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that on implant date they noticed the ins was implanted at an angle and it did not lay flat. The patient stated that the ins was not implanted too deep, noting that they could feel the outline of it. The patient stated that the top side of the ins sticks out about a quarter of an inch (agent asked the patient to clarify what they meant by "sticks out" and they confirmed the ins did not break through their skin). The patient stated that the bottom of the ins was "about less than that" and was just barely below the skin. The patient stated that they have had difficulty charging the ins since implant date. The patient stated that they use the drape, but they often have to reposition the wireless recharger (wr) because the wr loses connection from the ins within a minute. The patient noted that it takes about 2-3 hours to get the ins charged up to 50%, and they often cannot get the ins to charge all the way to 100%. The patient stated that there have been a few times that the ins discharged, which led to therapy turning off. When the patient turned therapy back on, they said they experienced a sudden shock to their system (the patient was referring to feeling the stimulation suddenly, which they described as uncomfortable). The patient asked if there was a way to turn the stimulation back on at a slower rate; agent redirected the patient to their healthcare provider (hcp) to discuss. The patient also mentioned that after the turned therapy back on, it would work for a few days and then it would turn off again. At the time of the call, the patient stated that the therapy was turned off because the ins charge level got too low due to the charging difficulties. During the call, the wr made a connection to the ins and maintained a connection with it for the remainder of the call. The patient opened the dbs therapy app to see what their ins charge level was, but they got the 'not found communicator' error message. Agent had the patient restart the handset, which resolved the communicator pairing issue. The patient then saw the following notification in the dbs therapy app: 'recharge your neurostimulator battery to prevent future loss of therapy. Service code: 626.' Agent reviewed meaning of message. The patient pressed 'continue' and they saw that therapy was off. The patient turned therapy on and they could feel the stimulation. The patient saw that the ins charge level was 0%. Agent reviewed that the ins charge level update in 25% increments. Agent advised the patient to continue charging the ins to prevent therapy from turning off again. The patient was redirected to their managing hcp to further address the ins pocket site.

Manufacturer narrative:
Continuation of d10: product ID a620 (serial: unknown); product type: 0216-software; implant date ; explant date. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they¿ve been able to get the implant charge level up to 75% 3-4 days ago, but it was still reading 75% last night. It was noted they were also able to get to 100% two or three times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.